Manufacturer narrative:
Approximate age of device- 6 years, 4 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported gi bleeding could not be conclusively determined through this investigation. Although a transient low flow hazard alarm was observed through the analysis of the submitted log file, a specific cause for the alarm could not be conclusively determined through this investigation. Furthermore, although the account reported that gi bleeding was the cause for the low flow event, a direct correlation between the two could not be conclusively determined through this investigation. The submitted system controller log file captured 1 transient low flow hazard alarm on (B)(6) 2019 at 09:10. This low flow hazard event occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. This document explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced a transient low flow event. The patient was admitted to the hospital on (B)(6) 2019 with complaints of bright red blood per rectum for a couple of weeks. This bleeding was thought to be the cause of the low flow alarms. The patient presented with weakness and fatigue and was diagnosed as having hemorrhoids. The patient refused a gastrointestinal consult. The only treatment provided was 2 units of packed red blood cells. The patient was discharged home on (B)(6) 2019 with no issues of bleeding since. The patient reported doing well at home. No further information was provided.